Manufacturer narrative:
Based on the current information provided, the root causes of the patients' reported complications cannot be determined or are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument detail. This complaint is being reported due to the following conclusion: within the journal article titled, ¿early experience of transabdominal and novel transvaginal robot-assisted laparoscopic removal of transvaginal mesh,¿ it is noted that multiple patients experienced postoperative complications. Some complications required medical/surgical intervention. At this time the causes of the post-operative complications are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
On 11-mar-2022, intuitive surgical, inc. (Isi) became aware of a ¿journal of endourology¿ article titled, ¿early experience of transabdominal and novel transvaginal robot-assisted laparoscopic removal of transvaginal mesh¿ (fong, e., yao, h. H. I., et al., 2022). Within the journal article, operative complications involving da vinci surgical procedures were noted: a total of 11 patients had clavien-dindo complications: four patients had clavien-dindo grade 1, two patients had grade 2 and five had grade 3b complications; however, three complications were related to the mesh removal procedure. It was also noted that one patient experienced an unspecified amount of bleeding from the omentum which required a blood transfusion and a reoperation to address the bleeding. This patient had concurrent fascial sacrocolpopexy. There was no bleeding noted from the site of mesh removal or subsequent fascial sacrocolpopexy on re-operation. Another patient had a very adherent self-fashioned heavyweight mesh placed in an aberrant location. During a transvaginal robot-assisted dissection, an inadvertent left ureteric injury and cystostomy was made. The complication was repaired using a transabdominal robot-assisted approach. One patient had a right groin site infection which required debridement and re-suturing at 4 weeks postoperatively. Two patients who had clavien-dindo grade 3b complications were a result of the loosening fascial sling performed for concomitant sling placement. Isi has reached out to the author to obtain additional information but has not yet received a response.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) clinical development engineer (cde) conducted a review of an image from the clinical article and the following was found: the trans-vaginal approach appears to be novel and would be considered off-label. The transabdominal approach uses a standard port placement and would be considered on-label. The patient complications mentioned are not specific to da vinci procedures and could occur during any type of gynecological procedure. The author correspondence for the clinical article provided the following response for follow-up questions: "in brief, the complications are normal for this type of complex surgery and not related to intuitive malfunction."